Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system steerable guide catheter, implanted mitraclip x1. The clip remains in the patient. The clip delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the first deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient with degenerative mitral regurgitation underwent a mitraclip procedure. Pre-procedural mitral regurgitation (mr) was grade 4. One mitraclip was implanted on the anterior 1/posterior 1 (a1/p1) leaflet segment, at the site of a leaflet prolapse. A second mitraclip was implanted at the a2/p2 leaflet segment. Mr was reduced to grade 2. All devices were removed and it was noted that the first mitraclip was detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment). There was no tissue damage noted and the mr remained at grade 2 post procedure. The patient was doing fine hemodynamically. No intervention was required. No additional information was provided.